Event description:
It was reported to medtronic minimed that the customer experienced e52. The customer reported a blood glucose value of 23 mmol/l. The customer reported hyperglycemia, coma, and dehydration treated with ems/ambulance/ER visit, ems/ambulance/ER visit, ems/ambulance/ER visit. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved product(s) mmt-712ews. The customer reported receiving a pump alarm. The customer was able to clear the alarm. The alarm occurred during the priming process or has occurred multiple times. The customer reported high bgs. The customer has been using the insulin pump system within 48 hours of the reported high bg event. No further patient complications were reported. Product return requested for mmt-712ews. Custothe customer declined to return or is unable to return. Updated summary: customer reported a software error. Customer had symptom of dry mouth. There was no coma. Customer said they will go to the hospital later to treat the high. It was unknown if customer will continue to use the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.